Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as unremediated(B) (4)

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the permanent cautery hook instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Evaluation summary: the condition of the device failed the power on self-test, beeped one time but should have beeped three times was confirmed. The reported condition was due to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition.

Event description:
In 2009, the facility's biomed reported to baxter that the day before, one colleague cx triple channel volumetric infusion pump in which the device failed the power on self-test, beeped one time but should have beeped three times. This event occurred during biomed testing while performing preventative maintenance. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that their ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient did not have the meter available at the time of the initial call on (B) (6) 2010. The patient mentioned that his granddaughter had dropped his meter in the toilet on (B) (6) 2010 at an unspecified time. The meter would not power on after the meter had been dropped in the toilet. At around noon on (B) (6) 2010, the patient exhibited symptoms of sweating. The patient did not seek any medical attention or contact his physician for assistance. Patient increased their dosage of medication. The patient took 10mg of glucophage; however, it is unk whether the patient took the glucophage before or after symptoms. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, when the patient took an increase dosage of glucophage and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the meter not powering on and not being able to test, he ended up exhibiting symptoms suggestive of hypoglycemia.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)